Event description:
We would like to share an event involving a rectal medication and issue with an administration set. The pt required a vancomycin enema for a c.diff infection. The medication was prepared by pharmacy and sent up in an irrigation bottle and the rni placed it in a container as part of the enema bag kit. The rn unfortunately forgot to remove the cap and it was lost inside the pt. The pt was unable to self-clear the enema cap and d/t the pt's infection and history of ileus they required a colonoscopy to retrieve it. Ismp, (B)(6). Submission ID: (B)(4).